Event description:
It was reported that during an aortic covered stent revision procedure, the balloon detached from the guidewire. The 80% stenosed lesion was located in non-tortuous and non-calcified left common iliac artery. The previously placed distal aortic covered atrium stent was placed from the right side to funnel blood flow towards the right iliac. The physician¿s intent was to flair the distal stent so that the left common iliac received equal blood flow. The physician attempted to advance the 8.0mm x 40mm x 135 sterling balloon dilation catheter through the 4fr sheath and noted it was a ¿very tight fit¿. Once the sterling balloon was advanced through the sheath, the physician easily advanced the device to the left common iliac artery. The sterling balloon was inflated two times using less than 2 atms, however, it was noted that the balloon 'folded on itself' during each inflation and was immediately deflated. The physician repositioned the sterling balloon and attempted to inflate it again, however, the balloon folded on itself and was immediately deflated. The physician decided to withdraw the device. As the physician pulled back on the sterling balloon system while holding the guidewire stationary, 'the entire balloon came out, but was no longer attached to the wire'. The physician noted that, 'it looked as if the monorail section that holds the balloon on the wire had been torn apart'. No fragments of the sterling detached inside the patient. The physician successfully completed the procedure with a different device. No patient complications were listed and the patient's condition post-procedure was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned device revealed that the shaft/inner was damaged/twisted distally from the proximal markerband. The balloon was found intact to the shaft of the balloon catheter. Two shaft kinks were found; one was located at the distal end of the tip and the other 5mm proximal to the guide wire exit notch. An inflation device was used to inflate the balloon and the balloon pressure was held for 5 minutes with no issues noted. No material or manufacturing deficiencies were found that could have contributed to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an aortic covered stent revision procedure, the balloon detached from the guidewire. The 80% stenosed lesion was located in non-tortuous and non-calcified left common iliac artery. The previously placed distal aortic covered atrium stent was placed from the right side to funnel blood flow towards the right iliac. The physician's intent was to flair the distal stent so that the left common iliac received equal blood flow. The physician attempted to advance the 8.0mm x 40mm x 135 sterling balloon dilation catheter through the 4fr sheath and noted it was a "very tight fit". Once the sterling balloon was advanced through the sheath, the physician easily advanced the device to the left common iliac artery. The sterling balloon was inflated two times using less than 2 atms, however, it was noted that the balloon ¿folded on itself¿ during each inflation and was immediately deflated. The physician repositioned the sterling balloon and attempted to inflate it again, however, the balloon folded on itself and was immediately deflated. The physician decided to withdraw the device. As the physician pulled back on the sterling balloon system while holding the guidewire stationary, "the entire balloon came out, but was no longer attached to the wire". The physician noted that, "it looked as if the monorail section that holds the balloon on the wire had been torn apart". No fragments of the sterling detached inside the patient. The physician successfully completed the procedure with a different device. No patient complications were listed and the patient's condition post-procedure was reported as "stable".

Manufacturer narrative:
(B)(4).